Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after 44.2 months of service due to an elective replacement indicator (eri) and an alleged battery anomaly consisting of an extended charge time exceeding specifications for the device's recorded battery voltage. There were no adverse patient effects reported. Another model guidant implantable cardioverter defibrillator (ICD) was successfully implanted without reported incidents.